Event description:
Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. No further relevant information has been received to date.

Event description:
The patient had been referred for prophylactic replacement but ended up having full system explant due to an infection which was unrelated to vns. Clinic notes were received noting that the patient had an increase in seizures when his vns battery depleted. The date of the increase in seizures was not specified, it is unknown which of the patient's past generators this occurred with therefore until further information is received it is assumed to be the most recent generator. The explanted product has not been received for analysis to date. No further relevant information has been received to date.

Event description:
The suspect device was received for analysis but product analysis has not been completed to date. No further relevant information has been received to date.